Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 10 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions, abdominal pain, mesh split and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿multiple fascial defects were dissected and a bard flat mesh was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with abdominal pain. (B)(6) 2017- patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of bard flat mesh and implant of synthetic mesh. Per operative notes, ¿a large defect was identified where the bard flat mesh had split and contracted, the mesh was dissected and excised. Some adhesions were lysed and a synthetic mesh was placed and sutured.¿ attorney alleged that patient had adhesions, mesh shrinkage, hernia recurrence and pain. It was also alleged that the patient had suffered from years of pain. Patient also had thick scarring and lack of muscle tone due to two incisions. Patient is self-conscious about the size and appearance of her abdomen.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."